Event description:
It was reported that a 61-year-old female patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis and surgical intervention. During the procedure, a perforation was noticed. The perforation was discovered when the patient had a drop in blood pressure and was confirmed using a st. Jude ice catheter. The medical intervention provided was a pericardiocentesis and about 1 liter of fluid was removed. The patient was then taken into surgery and the patient's status is currently unknown. The physician believes when they were ablating, they may have perforated the anterior wall. Additional information was received on the event. The patient outcome of the adverse event is improved, she had to have open heart surgery but after has been recovering. The patient did require extended hospitalization because of the adverse event as they needed to have extended stay post open heart. Transeptal was performed using a brk needle. There was no evidence of steam pop. The event occurred during the ablation phase. Flow settings for smart touch sf were pre time of 1, post time of 1, low flow 2ml. Smart touch sf settings used on generator matching catheter. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Graph, dashboard, and vector force visualization features were used. The parameters for stability used were 2.5 mm stability, resp gate, 3 seconds. No additional filter was used with the visitag. Impedance drop 0-10 ohm color option was used prospectively.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 02-jun-2022 providing an additional concomitant product of the sheath. Therefore, processed field d 10. Concomitant medical products and therapy dates. In addition, it was stated the ablation catheter was going through the sheath so both were involved in the perforation. The assessment was made that the adverse event would remain assessed as MDR reportable under only the ablation catheter. The device evaluation was completed on 09-jun-2022. It was reported that a 61-year-old female patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis and surgical intervention. The patient did require extended hospitalization because of the adverse event as they needed to have extended stay post open heart. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. An electrical test was performed, and an open circuit was found on the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. -investigation findings: open circuit (c0205)/ investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster, inc. Product analysis lab finding of ¿broken wire¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).